Event description:
It was reported that a leak was observed during fill one on the homechoice. The home patient stated they had disconnected during the fill stage on accident as they were unaware they were in the fill stage. The patient indicated they had reconnected to the patient line after the leak was noted. The technical service representative explained the risk for contamination and proper disconnecting procedures. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error causing a leak, where the home patient stated that they had disconnected during the fill stage in error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.